Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 21 march 2017. The representative reported that the power cable for imaging system was replaced but was not related to the reported issue. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site nurse reported that, while outside of a procedure, the gantry door on the imaging system would not open. All other motions of the gantry could be completed. No additional information was provided. There was no patient present when this issue was identified.